Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a octaray mapping catheter and clotting was noticed. Doctors noticed clotting in the inner linen of the octaray mapping catheter where the reference electrode is located at the tip. Unsure as to whether activated clotting time (act) reached 309 prior. Physician is aware of act 300 requirement. Doctor flushed out the clots and checked for clot through line flush. Doctor consider the clot to be minor as it cleared by flushing over the electrode with saline. The case continued and was completed successfully. There was no patient consequence.

Manufacturer narrative:
Device investigation details: information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device 31091081l number, and no internal actions related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).